Manufacturer narrative:
Third-party analysis results: the device was received in a formalin filled container. The valve was intact, well-expanded, and devoid of tissue. The valve measured 51mm in length by 30x30mm in diameter at the inflow aspect. All 3 leaflets were pliable and able to coapt. The ventricular surfaces were vaguely granular and the aortic surfaces were smooth. There was no gross evidence of thrombus, vegetations or calcifications. Also within the specimen container with this valve was a 25x6x2cm tan-yellow soft tissue fragment that does not show calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the visual examination showed a remnant of aortic wall tissue was received with the valve. All leaflets were slightly stiff but flexible which may be due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was fully deployed 4 mm below the level of the annulus, the valve dislodged and went 10 mm below the level of the annulus. An echocardiogram demonstrated moderate to severe paravalvular leakage (pvl) on this valve. The valve was then pulled back but would not sit stably. A second valve was then placed valve-in-valve to improve the pvl.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received that two months post-implant of this transcatheter bioprosthetic valve, it was explanted and replaced with a bioprosthetic tissue valve due to severe aortic insufficiency. No adverse patient effects were reported. (B)(4).